Event description:
Report received of patient with "return of symptoms and questioning rotor stall." Follow up with hcp revealed patient was seriously ill-had been admitted to hospital by the primary care hcp for one week prior to notification of hcp that manages the pump. Symptoms reported were fever, hallucinations and spasticity. Hcp was not able to get a ck level for patient until patient had been started on oral baclofen. Ck was not elevated at that time. Patient had been on 2000 mcg per day of 4000 mcg concentration of baclofen. Rotor studies done x2 and first test indicated rotor was stalled and second study rotor did move. Volume discrepancy was also found at this time but no significant discrepancy had been found at any prior refills. Hcp felt pump had "intermittent rotor stall" and should be replaced. Pump replaced. Patient has recovered and is doing well with new pump. Patient's dose has been lowered significantly. Hcp states device will be returned for analysis.